Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported of air bubbles anomaly in the reservoir. The customer's blood glucose value was 10 mmol/l. The customer reported large air bubbles approximately 2/3 mm. The customer reported that they removed the reservoir when they rewound the pump. The customer also reported a crack on the battery compartment of the pump. The reservoir was not returned for analysis.